Event description:
No additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI#: (B)(4). DHR and repair history review: the device history record (DHR) for intellicart system serial number (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On 28 october 2019, replite was contacted about the cart and dispatched a service technician to be at the site. The technician arrived at the site on 29 october 2019 and confirmed that the unit smelled hot. He tightened the loose carbon filter and verified proper operation. The technician returned to the site on 04 november 2019 to address reports of the unit still smelling hot. The technician noted that the vacuum pump was running hot, and then replaced the vacuum pump (part #70098 and lot code #0040423) and then verified that the unit was functioning as intended. The technician then returned the unit to service without further incident. The device was tested, inspected, and repaired. Probable cause/root cause: the root cause for the unit smelling hot was due to a malfunctioning vacuum pump. The vacuum pump is responsible for generating the negative pressure required for the unit to function, and a malfunctioning vacuum pump could cause the unit to omit an odor. The reported event was confirmed during inspection of the device and the device was noted to be functioning as intended after the vacuum pump was replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Based on the information provided, this investigation determined that there is no need for further action at this time. This complaint will be tracked and trended for any adverse trends that may require additional actions.

Manufacturer narrative:
(B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that one of the carts smelled hot because of a bad carbon filter. The event timing was during cleaning and did not result in any harm or injury.